Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g3, h1, h2, h6, h10

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. Additional information does not change the root cause of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: remove type of investigation code 4114: device not returned. Visual examination of the returned product confirmed the strike plate to be fractured form the handle body at the weld. Impact marks were observed on the handle body and both sides of the strike plate. The additional information does not change the outcomes of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Reported event was confirmed with a photograph provided. Visual inspection identified that the strike plate had completely fractured off the handle's body. Strike marks were present on the handle's shaft. Wear and tear indicating consistent use was observed. Bio-debris was present on the distal end of the instrument. No further evaluation could be performed with the image provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-03200. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery, the broach handle fractured. Attempts have been made and additional information on the reported event is unavailable at this time.